Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to recognize ecgs. The monitor's electrode belt receptacle was pulled from case, breaking wire #5 in the receptacle. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
During an investigation for an unrelated issue, the monitor was unable recognize ecgs.